Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was recording the patients intrinsic rhythm at 39 bpm when the ICD was programmed to pace the patient at 60 bpm. A pacing threshold test was performed and afterward the ICD began to pace the patient appropriately. It was further reported that the patient's escape rhythm is tolerable and that this was an isolated occurrence that did not repeat itself. The ICD was removed and replaced. Additional investigation of this event revealed this ICD was susceptible to exhibiting the behavior as described in a safety alert that was issued on december 4th, 1998. The physician was notified of this saftey alert on december 9, 1998.